Event description:
Information received that the siderail did not latch. No injury reported.

Manufacturer narrative:
Technician found that the siderail would not latch due to broken siderail end tube. Replaced broken left siderail end tube and ratchet rivets to resolve this issue. Unit was in repair shop.